Event description:
The customer reported that the insulin pump was making a loud noise. Customer stated its been on going for three to four weeks. Customer stated the sound happens only when the insulin is low or after bolus completes. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and alarmed for a low reservoir. No unexpected loud noise occurred during testing. The insulin pump was received with a scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.